Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check by the customer before use on a patient the cs300 intra-aortic balloon pump (iabp) displayed an autofill failure error. No patient was involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) have checked and found that the unit needs replacement of 5000 hours preventive maintenance kit as soon as possible to rectify the complaint issue. Fse has submitted the required part quotation and awaiting for the po. The device is not yet repaired. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, h6 (investigation findings, component codes, investigation conclusions). Fse replaced the defective 5000 hours preventive maintenance kit (d040-00-0147) with a new one under customer purchased parts category. Now, the unit was working satisfactorily. It's augmentation was good. Unit was handed over to the customer in good working condition.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (initial reporter's name) corrected data: e3.

Event description:
N/a